Event description:
An implant card was received on (B)(4) 2014, which indicates that the patient's vns device was explanted and replaced on (B)(6) 2013 prophylactically for the ifi = yes warning flag. Additional attempts for information were unsuccessful. The explanted generator was returned to the manufacturer on (B)(4) 2014.

Event description:
Analysis of the returned generator showed that the device performed according to functional specifications. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6), 2013 were received, which indicate that since the patient's last visit, her parents report that her seizure frequency has worsened over the last couple of months. The patient is now having at least 2 seizures per week. Her typical seizure frequency in the past has been a seizure approximately once every 5-7 days. The patient's device was interrogated, but not reprogramed that day. System diagnostics revealed no problems, but there is less than 10% battery life left. The physician stated that the limited battery life remaining may be the reason for the increase in seizures. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided. Vns replacement surgery is likely, but has not yet occurred.